Event description:
Additional information was received from a manufacturer representative (rep) reporting the lead serial numbers.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) reports that during the implant procedure, they had an accidental perforation of the dura mater. The doctor discontinued the implant. No scs components were implanted in the patient (pt).

Manufacturer narrative:
Note device information was updated due to additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reports that no implantable neurostimulator (ins) was opened in this scenario. Rep reports that no symptoms were reported to be associated with the accidental perforation of the dura matter, the patient (pt) was kept throughout the evening as a precaution and sent home later that night. Rep reports the patient's symptoms were monitored throughout the day and that the pt was sent home with a pre-emptive medication in case they deal with any onset headaches, but the pt has not had any so far. Rep reports the issue was resolved.